Event description:
It was reported that this patient received two inappropriate shocks due to oversensed noise. Smart pass was noted to still be enabled. A boston scientific technical services consultant suggested x-rays, isometrics and to consider performing automatic setup. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received two inappropriate shocks due to oversensed noise. Smart pass was noted to still be enabled. A boston scientific technical services consultant suggested x-rays, isometrics and to consider performing automatic setup. No adverse patient effects were reported. It was reported that noise was observed in primary and secondary vectors during isometrics. The vector was reprogrammed from primary to alternate with appropriate sensing. Smart pass was unable to be programmed back on. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.